Event description:
Note: Related Naviflex Long Wire Pusher complaints are reported under records (b)(4). It was reported to Boston Scientific Corporation that a Naviflex Long Wire Pusher was to be used during an unknown procedure performed on (b)(6) 2026. During preparation for the procedure, a labeling discrepancy was identified. The package was labeled as a Long Wire Pusher; however, the device contained within the package was a Short Wire Pusher. The product previously used by the facility was a long-wire type, in which the guidewire passes directly through the inlet and outlet. The product received on this occasion was confirmed to be an RX type, in which the guidewire exits through a side port located on the outer sheath. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block H6: IMDRF Device code A2101 captures the reportable event of device labelling issue.